Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2008 alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the patient on january 14, 2008. The patient reported that on five days prior to original date, in the morning, she obtained a result of 495 mg/dl. Her usual readings are between 80 to 90 mg/dl in the morning and between 130 to 140 mg/dl in the evening. She reported feeling dizzy at times, throughout the day. Later that evening, she retested and obtained another high result (she does not recall the result). She also tested on another lifescan meter, which has been documented and reported on a separate service request due to similar results. Based on the high readings, she took 2 glyburide pills, which she normally does not take unless her blood glucose is high. She does take 20 units of lantus each morning. She stated that she was feeling cold before going to bed; she stated that feeling cold is a low blood glucose symptom. The following day, her daughter checked on her at 10:00 a.m. And she would not wake up. The paramedics were called and the patient was tested. Her blood glucose was 25 mg/dl. She was given a glucagon injection. She was not taken to the hospital; instead she was monitored at home. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the patient claimed she became hypoglycemic after taking medication based on her meter result.